Event description:
The reporter stated, the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6) 2010. The lens flipped upside down as it was inserted into the eye. The lens was removed with no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4) (lens flipped and inserted upside down): eval results: a work order search was performed and no similar complaints found within the work order. (B) (4).